Manufacturer narrative:
(B)(4). The viper2 final tightener handle (product code: 2867-45-500, lot number: gb32432) was returned to the customer quality unit. The returned torque handle featured a significant amount of superficial wear in the form of scuffed/worn anodization and surface markings. The unit was submitted for torque testing. No values could be taken because the torque handle would not ratchet off prior to maxing out the associated torque gauge. As such, the torque handle did not exert torque levels considered acceptable by test method. The torque handle was subsequently submitted for disassembly. Once disassembled, the torque handle revealed a significant amount of rust and wear on internal components of the handle. The lubrication has dried out as well. The sprocket responsible for the torque handle ratcheting off at a predetermined amount of torque has broken into two parts. The torque handle features enough wear/rust to prevent the torque handles from ratcheting properly, while the broken sprocket further prevents the device from ratcheting at all. The rust and wear may have accumulated over the course of the device¿s more than 5 years in service. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque handle exerting excessive torque cannot be positively determined from the sample and information provided. A potential root cause may be rust and damage in combination with the advanced age of the device, resulting in the device seizing. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torque limiter did not work correctly and that's why the tip of the driver shaft broke.